Event description:
A malfunction was reported on a pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue reappeared.